Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a falsely reactive hepatitis b surface antigen (hbsag) result that was confirmed reactive on one patient sample that was generated by the access 2 immunoassay system. Repeat testing of this sample was implemented and a subsequent sample resulted as non-reactive for hbsag. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc and maintenance information was not supplied by the customer. Service was not dispatched for this event. However, the customer did request to schedule a preventative maintenance (pm) inspection. No clear root cause could be determined with the data that was supplied by the customer to date.